Event description:
It was reported to boston scientific corporation on (B)(6), 2008, during a stent removal procedure, the physician experienced difficulty withdrawing the stent from the patient due to kidney coil kinking. The physician was able to remove the stent by inserting a guidewire to straighten out the kink.

Manufacturer narrative:
The lot number of the device used is unknown; consequently the device manufacturing and expiration dates are unknown. The complaint sample was returned for evaluation with the proximal curl torn off. A visual evaluation found that the proximal curl had been cut or torn off most likely during removal of the stent. The potential root causes appear to be related to the failure mode of the complaint due to the stent becoming deformed. (B)(4).